Event description:
Unknown hammer (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent a revision bipolar hip arthroplasty procedure. Initially, the patient had an osteosynthesis for a femoral neck fracture with femoral neck system (fns) on (B)(6) 2018. However, on (B)(6) 2019, the patient reported pain. Thus, a re-operation was performed. During re-operation, the surgeon started by extracting the locking screw in question using a screwdriver stardrive, but the screw could not be untightened. So, the surgeon checked that there was no bone fragment in the screw head and connected the screwdriver with the screw firmly by hammering lightly. Unfortunately, the surgeon could not rotate the screw at all. Thus, the surgeon tried using the stardrive screwdriver, but the problem did not improve. Then, the surgeon used a screwdriver shaft stardrive and large handle with quick coupling which wrapped with an esmarch to apply a stronger force to untighten the screw but was still unsuccessful. Finally, the surgeon connected the screwdriver stardrive with a non-synthes rasp handle making t handle-like device and rotated the screw and the screw was removed successfully. The surgery was delayed by less than thirty (30) minutes. Patient status and procedure outcome are unknown. Concomitant devices: fns plate (part: 04.168.000s, lot: l769337, quantity: 1), fns bolt (part: 04.168.285s, lot: l828733, quantity: 1), antirotation screw (part: 04.168.485s, lot: l632897, quantity: 1). This report is for a t25 stardrive screwdriver shaft 241mm. This is report 4 of 5 for (B)(4).